Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and visual disturbances are known adverse events listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Embolic protection: rx accunet (1011649-65/0010361). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
The patient was discharged to home on (B)(6) 2010.

Event description:
It was reported via trial that one day after the implantation of acculink stent in the right internal carotid artery, the patient experienced a possible stroke with blurred vision and difficulty seeing. There were no other neurological symptoms reported. There was no reported intervention. The patient's condition has improved, but is continuing. There was no additional information provided.